Manufacturer narrative:
(B)(4). Because a sample was not returned, we were unable to perform a thorough follow up investigation to include functional and visual evaluations to confirm the reported issue and root cause analysis. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Since the sample was not returned, there is not enough evidence to determine what could cause this event; however, the following potential causes were identified: mishandled, inspection not performed, material issue, user misuse, and malfunction. With the available information it is not possible to determine the exact root cause for this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing during production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
(B)(4). An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a PICC. The customer states their level 4 nicu has been placing argyle PICC lines for many years and recently, they have experienced a number of PICC lines that have become occluded and unable to infuse fluids. They have seen this happen with IV fluid rates as high as 11cc/hr (continuous infusion). The only change on their side has been the decreased use of cysteine in the tpn.